Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedance of greater than 3,000 ohms on the non-boston scientific right ventricular (rv) lead as well as minute ventilation oversensing. The high impedance caused a switch to the unipolar configuration. In the unipolar configuration, noise was also noted on the rv lead. Additionally, there was high out-of-range pacing impedance of greater than 2,000 ohms on the non-boston scientific right atrial (ra) lead. The high impedance and noise could not be reproduced with isometrics and pocket manipulation, and there were no threshold changes. The patient is only paced 3% of the time. The minute ventilation feature was programmed off, and both leads were programmed to bipolar sensing and unipolar pacing. The physician has elected to continue monitoring at this time. This product remains in service. No adverse patient effects were reported.